Manufacturer narrative:
Customer returned 1 puendo5 from batch number 0000152641. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power setting was being used at time of breakage. Recommended setting for the puendo5 is a minimum power setting of 1 and a maximum power setting of 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined.

Event description:
In this event it was reported that a proultra endo tip #5 broke during use. The broken piece could not be retrieved and was incorporated into the filling.